Event description:
It was reported that during a laparoscopic colectomy procedure the device electrode is separated from the bottom jaw. The device was left in materials with a note and no additional information. They used another like device to complete the case. There was no patient consequence reported. The device is returning for analysis.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was received with the electrode separated from the ceramic and the electrode is still attached to the active rod and the cable cut off the device. The ceramic was cracked but is still bonded to the lower jaw. Due to the returned condition, functional testing could not be performed. The instrument was disassembled and no evidence was found as to what could have contributed to the activation issues.